Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting it was noted, the auto dimming function was not working when using with non-olympus scopes. Subsequently, the customer was instructed to reseat the light control cable in the back and the function was restored. Although, the image was not brighter, the customer could distort the image on the unit by moving the paddle in the socket. It was also noted, an olympus representative went to the facility and was not able to recreate the reported issue, the unit was noted to be working as needed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the visera elite xenon light source had dim image after the lamp was changed. Subsequently, the procedure was completed with a similar device with some delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.